Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no complaint. As received, only the connector portion of the lead was returned in one piece for analysis. Failure event observed during analysis. Visual examination of the lead found full breach outer insulation degradation located adjacent to the connector boot. No other anomalies were identified.